Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) due to noisy signals being oversensed. Which was believed to be caused by electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. Lead impedances were reportedly within range during the episode. The mv feature remains on and there were no adverse patient effects reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) due to noisy signals being oversensed. Which was believed to be caused by electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. Lead impedances were reportedly within range during the episode. The mv feature remains on and there were no adverse patient effects reported. This pacemaker remains in service.